Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and was exposed to water. The caller did not know the blood glucose reading. The customer's mother stated that the act button did not work properly as well. She noted that the customer had been swimming in a lake, exposing the insulin pump to water. The caller stated that there was a constant tone occurring from the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and it had intermittent button response due to corroded keypad traces. Visual inspection was performed and no moisture damage found on the electronics, motor, battery tube, and vibrator assemblies. The following cosmetic damage was noted: cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.